Event description:
It was reported that the patient was undergoing implant of an advance sling for the treatment of incontinence. Information provided indicates the physician "got into the urethra" during time of insertion and had to abort the case. The patient's tissue was very thin and just before the physician passed the advance needle, he decided to dissect a little more tissue. At this point he entered the urethra with his scissors. The patient was reported to be doing fine.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.